Event description:
It was reported that during a surgical procedure at the user facility blood started backing up into the suction tube. At this time, no further information regarding this event has been provided by the user facility.

Manufacturer narrative:
The reported event was not able to be confirmed by a manufacturer field repair technician. Upon inspection, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance at the user facility and returned to service.

Event description:
It was reported that during a surgical procedure at the user facility blood started backing up into the suction tube. At this time, no further information regarding this event has been provided by the user facility.